Event description:
During de-clotting of dialysis graft thrombosis with this device, the tip of the catheter broke off while in patient and migrated to the patient's left lung. Decision made to leave in place as less risk than attempting to remove. FDA safety report ID # (B)(4).